Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that psr submission reference number (B)(4) and manufacturer report number 1645337-2019-22008 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, device extrusion and pain. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that psr submission reference number (B)(4) and manufacturer report number 1645337-2019-22008 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported from the us that a (B)(6) year old female patient who underwent breast implant surgery with mentor medical devices (smooth uhp 535cc, date of implant (B)(6) 2016) has experienced left breast implant rupture, device extrusion, and extreme back pain, nerve pain in the neck, and chest. The patient underwent explantation of the device on (B)(6) 2017.